Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high blood glucose level. The customer¿s current blood glucose level was 440 mg/dl at time of incident and current blood glucose level was 409 mg/dl. The customer blood glucose was in the range of 500-600 mg/dl. The customer was treated with pump. The customer pump does not allege under delivery. The customer reported that the drive support cap was normal. The customer was advised to remove the infusion set from body and check for bent or crimped cannula. The insulin pump will not be returned for analysis.